Event description:
An integrity bare metal stent was implanted into a patient who has a metal allergy (steel and other metals) as well as other allergies. Since the stent was implanted, the patient has been experiencing pain (angina). The patient is reportedly struggling with dapt regimen.

Manufacturer narrative:
Results and conclusions: (no device return). Predisposed event (patient has known metal allergy and other allergies). (Allergic reaction to the device, contrast agents and drug therapies are identified inherent risks of a stenting procedure). (Device or procedural images not returned for review). (B)(4). Event date: year only valid.